Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was confirmed but the root cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The registered nurse (rn) contacted product surveillance on (B)(6) 2011 to report that the caregiver (cg) stated that the cassette she opened on (B)(6) 2011 was "dirty". The "dirty" cassette was found during set up. The cg did not use the cassette. The lot number is unknown. The nurse did not have additional details at the time of the call. The stated that she would call the caregiver back to get additional details regarding what was found in and/ or on the cassette that the caregiver considered as dirty. There was no patient involvement. The registered nurse (rn) contacted product surveillance on (B)(6) 2011 regarding the caregiver's (cg) report of a "dirty cassette". The nurse stated the cg brought her in the cassette. The rn saw that on the cassette there were 3 tiny air bubbles in the plastic. The rn stated that it appeared that the air bubbles were caught between the layers of plastic. The rn could move or scrap off the air bubbles. The rn had circled the spots on the cassette and will hold for return.